Event description:
It was reported that during a right hemi-thyroidectomy procedure, the trivantage tube was not recognized by the nim vital system and the system initially ( in the beginning of procedure ) displayed green check marks but later the electrode check would not become positive (green) to confirm monitoring. The user unplugged and replugged the electrodes at the patient interface, there was no change. Switching to another tube resulted in the same issue, and repeating the unplug/replug process did not resolve it. The pi box cable was used but it did not helped. Troubleshooting was done using a patient simulator and checking all connections, with everything showing as functional (green check marks). Patient simulator was used to see if issue was from patient interface box, but good response from nim, recognizing electrodes.the procedure was completed with the reported product, done the case without the nim vital. The size of the tube used for the surgery was 6 and there were no after-effects reported following the surgery. The surgery required an a dditional 45 minutes due to two intubations with two different tubes. There was no impact on the patient related to this incident. The surgery was still good except for the time of the intubations. The problem was that the nim did not pick up the left and right vocal cords. During the surgery, the surgeon still used the pen to try and even though in the setup the signals did not return, the nerves sought were detected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: code updated, previously submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.